Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). Attempts to obtain the following information have been made and the following was received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Why was the surgery prolonged 30 minutes? No further information is available. Were there any intra-op issues with the drain or the reservoir that may have prolonged the surgery? No further information is available. If yes, were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was another reservoir used to correct the situation? The sales rep did not report that another reservoir was used. What is the most current patient status? No further information is available. Please confirm the lot number is not available. No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. Note: events reported on mw# 2210968-2020-06942.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2020 and a drain was used. The drain was placed inside the joint. After the procedure, the patient was brought back to the ward. At that time, the drain was clamped. On the next morning, the clamp on the drain was released then negative pressure was created though the reservoir could not be locked. It was noted that the operation time was extended within 30 minutes. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/2/2020 additional information: d9 h3 evaluation: received one used 10fr blake round fluted drain. Upon visual evaluation the drain is intact, no non-conformities or damages were observed. The drain was tested functionally using 100cc reservoir and functioned properly. No non-conformity was observed on the received sample. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.